Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath, locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for the non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier, age/dob, sex, weight, ethnicity & race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial occupation: lead tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician finished a cerebral thrombectomy and went to close using the 8 french angio-seal device involved. The tech and the physician stated that when they went to deploy the angio-seal device, they pulled back to push down tamper tube and the whole sheath came out. No anchor was deployed, and manual pressure was held. The patient was fine. The patient was recovering from a cerebrovascular accident (cva) and had no groin issues. The procedure outcome was a successful thrombectomy of the middle cerebral artery (mca). There was no patient injury or surgical intervention required. Additional information was received on 10mar2023: the procedure sheath used was an 8 french. There were no difficulties with access or with the sheath insertion. The patient was stable with no complications. The physician did do a pre-deployment angiogram before deploying the angio-seal closure device.